Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium and fallopian tube/the left essure does not appear to communicate with endometrium at all. However, it is in the myometrium and into the tube') and device expulsion ('migration of essure device location of device: myometrium and fallopian tube') in a (B)(6)-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. Previously administered products included for an unreported indication: tri-cyclen from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included anemia since (B)(6) 2018, body mass index normal, vaginal discharge, bleeding genital, acute vaginitis, stress incontinence, iron deficiency and anemia. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2015 to (B)(6) 2015, fluconazole (diflucan) from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and tinidazole (tindamax) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, 2 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and urinary tract disorder outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: essure implant appears properly positioned, the right. The left essure does not appear to communicate with endometrium at all. However, it is in the myometrium and into the tube.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal infection, vaginal discharge, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs & mr received. New reporter's was added. Patient's demographics was added. Lot number was added. Added event migration of essure device location of device: myometrium and fallopian tube, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, urinary tract disorder vaginal discharge. Medical history, historical conditions, concomitant drug, concomitant conditions , lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium and fallopian tube/the left essure does not appear to communicate with endometrium at all. However, it is in the myometrium and into the tube') and device expulsion ('migration of essure device location of device: myometrium and fallopian tube') in a 31-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. Previously administered products included for an unreported indication: tri-cyclen from 1-jan-2015 to 6-jul-2015. Concurrent conditions included anemia since (B)(6) 2018, body mass index normal, vaginal discharge, bleeding genital, acute vaginitis, stress incontinence, iron deficiency and anemia. Concomitant products included ethinylestradiol;norgestimate (tri-cyclen) from (B)(6) 2015 to (B)(6) 2015, fluconazole (diflucan) from 3-aug-2017 to 21-sep-2017, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and tinidazole (tindamax) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/ pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, 2 years 3 months after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and urinary tract disorder outcome was unknown. The reporter considered anxiety, depression, device expulsion, embedded device, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2018: essure implant appears properly positioned, the right. The left essure does not appear to communicate with endometrium at all. However, it is in the myometrium and into the tube.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal infection, vaginal discharge, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.